Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received compromised force sensor system on insulin pump. The customer¿s blood glucose level was 172 mg/dl. It was reported that alarm occurred during the rewind/prime sequence. Troubleshoot was performed and drive support cap was normal. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify the compromised force sensor system alarm due to cracked/detached end cap.